Event description:
Customer reports that her device read 280mg/dl while the dr's device read 116mg/dl within 10 mins. No treatment was rec'd. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect vial and replacement was sent.